Event description:
"Pt underwent bilateral knee replacements during two different surgeries in 1997. Prior to admission to reporting facility in august 2005 pt reported the feeling of metal on metal crepitus upon range of motion of the right knee. She was admitted on 2005 with the diagnosis of failed right knee replacement. Under general anesthesia pt was noted to have significant laxity of both knees, with the right worse than the left. Immediately upon entering the right knee surgically, the surgeon noted a marked amount of metalosis and `obvious catastrophic failure' of the polyethylene liner. The femoral prosthesis was not found to be grossly loose but the tibial component was found to be grossly loose. The surgeon performed right knee revision arthroplasty with the revision of both femoral and tibial components."